Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise on his right side under an electrode. It did burst open and liquid was draining from it. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use silvadene by a physician. Follow up indicated that the blisters were starting to scab over and were improving.